Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic inguinal hernia repair. According to the reporter:the structural balloon had a hole in it and did not inflate. There was no patient injury or hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.